Event description:
It was reported by service report that there was a missing prong on the power cord and the head end right side rail buttons are not working. No pt involvement or adverse consequences are reported.